Manufacturer narrative:
(B)(4). Batch # m55e5u. Expiration date: 08/25/2020. Manufacture date: 09/25/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery: laparoscopic resection of rectosigmoid carcinoma; what purse string technique was used on the proximal portion of bowel: closing by stapling using a circular stapler with blue cartridge; was the ancillary trocar of the device inserted above, below, or through the distal staple line: through the distal staple line; was the orange tying area of the trocar visible when the anvil was connected to the device: yes; what confirmation was received that the anvil was completely connected to the device: was there audible or tactile feedback? Yes audible and tactile feedback; was there any instrumentation used on anvil locking springs when attempting to connect the anvil to the device: no; was the procedure open or laparoscopic: laparoscopic; was the user trained and who fired the device: yes, surgeon; could you please describe steps taken to remove the device after firing: the anvil was removed by colotomy upstream part of the anastomosis. The colotomy was closed thanks to extra-mucous separated stiches with a very slowly resorbable thread. Were there any issues noted with staples at the anastomoses site no. The leakage test was ok; what is the current patient status: the patient is fine and went home.

Event description:
It was reported that during a colon procedure, the head is not connected to the body. The use of the device was for a colorectal anastomosis. When removing the device from the patient, the anvil detached and stayed into the patient body. A colostomy was made to retrieve the anvil. An additional intestinal suture was made. There is a risk of dehiscence of the suture. The procedure was lengthened of twenty to twenty-five minutes. One device will be returned. (B)(4).